Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Three electronic photos were provided and were reviewed. In all the three provided photos, a sealed package of magnum biopsy needle, in which a hair was observed inside the product packaging. Based on the photo review, the reported failure can be confirmed. Therefore, the investigation is confirmed for the reported device contamination with chemical or other material issue as a hair was observed inside the product package in the provided photo for review. A definitive root cause for the alleged device contamination with chemical or other material issue was determined to be a manufacturing issue. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 08/2025), g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that prior to a biopsy procedure, at the moment of selling the device, it was noted that a hair was allegedly found inside the sealed package. There was no patient contact.

Event description:
It was reported that prior to a biopsy procedure, at the moment of selling the device, it was noted that a hair was allegedly found inside the sealed package. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 08/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.